Manufacturer narrative:
(B)(4). The complaint iw932 cosycot infant warmer head assembly was received at our fisher & paykel healthcare regional facility in (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Our investigation is based on the photograph provided by the service centre. Results: visual inspection of the heater head housing revealed that the infant warmer head casing was cracked. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. It must be noted that the complaint unit is over eight years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces.". We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported that an iw932 cosy cot infant warmer had a cracked heater head casing. There was no reported patient involvement.